Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable malfunction. A definitive root cause could not be identified. Based on the results of the investigation, it is likely damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation led to the malfunction. Olympus will continue to monitor field performance for this device. Updated fields: d8: was device serviced by third party?

Event description:
There was no additional information received from customer.

Event description:
It was reported that the subject device's image did not appear. The issue occurred during set up for use. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.